Event description:
In 2008, the pt reported that his blood glucose was elevated to 400 mg/dl. The previous day, he reported that the down button of his infusion device was not functioning (reported separately) and he was educated on how to perform a standard bolus. He stated that he did not remember if he was told to press the check button to confirm the bolus. He attempted to bolus the evening of the day of event, and again in the next day, and the boluses were not delivered. He was educated on performing a standard bolus. He was able to successfully bolus at the time of the report. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.